Event description:
In 2008 the sales rep reported that the driver was worn from use and bent. Additional info received six days later via telephone. The sales rep reported that during a revision surgery for removal of hardware due to fusion, the surgeon had difficulty getting through the layers of tissue. The pt was very large and a large dilator had to be used. When the surgeon was explanting the screws, the prongs of the driver bent. The surgeon then used another driver and the prongs on that driver bent too. The surgeon was able to finish the case as intended with the same drivers. There was no reported surgical delay and no report of pt injury.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unk. Evaluation is pending upon the return of the product.